Manufacturer narrative:
(B)(4) . This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired on the same date, all of which was allegedly caused by exposure to the product administered for dialysis treatment.